Event description:
Factory failure analysis of the power supply returned from an international distributor noted signs of damage to the snubber pcb upon visual examination. The international distributor had replaced the snubber board per field action notification. Damage to the snubber pcb as noted may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down. The ventilator was not in use on a patient and therefore there was no patient involvement or harm.